Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump speaker volume was too quiet and did not wake the customer when an alarm occurred. Customer reported to have received multiple alarms. Customer did not provide further information. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.